Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open 3-hole esophagectomy, while stapling the anastomosis, the device was closed on the tissue, opened, and then closed again. The device was only closed but was not fired. The surgeon cut the tissue thinking that the staples were fired. After discovering that there were no staples, the surgeon hand sewed the tissue. When the scrub tech was handed the device, the scrub tech was able to close and fire the device.